Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: keypad button presses did activate desired pump functions. The down button was found to stick intermittently. The keypad was removed and adhesive was observed under the button contacts. No visible damage was found to the keypad.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: keypad button presses did activate desired pump functions. The down button was found to stick intermittently. The keypad was removed and adhesive was observed under the button contacts. No visible damage was found to the keypad. This report is being made based on investigation results.